Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible ipg and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 7-8 months ago from date manufacturer was made aware.